Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the device was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. The reported patient effect of angina is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number was not provided.

Event description:
It was reported that on (B)(6) 2015, the xience alpine was deployed to treat a lesion in an unspecified artery. On (B)(6) 2015, the patient was re-admitted to the hospital with angina and unspecified medical intervention was performed. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The additional xience alpine referenced is being filed under a separate manufacturing report number.

Event description:
Updated: it was reported that on (B)(6) 2015, two unknown xience alpine stents were deployed to treat a lesion in the proximal left anterior descending artery. On (B)(6) 2015, the patient was re-admitted to the hospital with angina and unspecified medical intervention was performed. There was no reported adverse patient sequela. There was no additional information provided.